Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 393 mg/dl; cause was not known. Ketone level was trace and later elevated to large. Healthcare provider identified ketones as dangerous. Customer changed out the infusion set and contact administered (as routine) an insulin injection to address bg. As event occurred in the past, recommendation was made to discuss event with the healthcare provider.